Event description:
It was reported that during use on a patient, the sensor pressure on a cardiosave intra-aortic balloon pump (iabp) was displayed without any problem when the sensor cable was attached; however after one hour the sensor pressure disappeared. The end user reported that even if it is re-attached, the message "iab light sensor failure" appeared only for a moment when the baseline appeared. In addition the fiber optics could not be used. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported. However, since "iab optical sensor failure" alarm appeared continuously, the fiber optic module and the fiber optic cable were replaced as a precautionary measure. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the sensor pressure on a cardiosave intra-aortic balloon pump (iabp) was displayed without any problem when the sensor cable was attached; however after one hour the sensor pressure disappeared. The end user reported that even if it is re-attached, the message "iab light sensor failure" appeared only for a moment when the baseline appeared. In addition the fiber optics could not be used. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.